Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported when the surgeon was advancing an intraocular lens (iol), it was difficult. The lens was found to be creased/cracked/scratched. There was patient contact. The procedure was completed using a backup lens. Additional information was requested.